Event description:
Reporter indicated that the site's dell handheld computer battery was not holding a charge. A replacement computer was sent to the site. The reported faulty computer is expected to be returned to manufacturer.